Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the residual liquid or foreign material come out of suction connector of endoscope connector, foreign objects came out of distal end, c-cover, forceps channel port, air water cylinder, s-cover, and protector of universal cord on control section side had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual liquid or foreign material come out of suction connector of endoscope connector, foreign objects came out of distal end, c-cover, forceps channel port, air water cylinder, s-cover, and protector of universal cord on control section side had foreign objects. There was no patient involvement.